Event description:
A pt underwent lasik surgery. Doctor reported that the pt's right (od) eye had bubbles in the anterior chamber (ac) which resulted in poor visual acuity. The pt's post-operative visual acuity (va) is 20/40 od as of 2009. Add'l pt info was requested but not provided. The association between the event and the device is unk.

Manufacturer narrative:
In 2009, a field service engineer (fse) visited the site and performed a preventative maintenance (pm). The laser system met specifications and performed as intended. A clinical development specialist (cds) visited the site. Although a root cause was not identified for the ac bubbles, the cds adjusted the pocket settings in an attempt to resolve add'l incidences.